Event description:
It was reported that the hickman had been in use for 2 weeks with no problem. Leakage noted at exit site during flushing in 2008. Removed and placed with a power port.

Manufacturer narrative:
The MFR has rec'd the sample and will be valuated. Results are expected soon.